Event description:
It was reported that bd maxzero needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim it was reported by customer that the maxzero nfc remains stuck on patient¿s PICC line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. DHR has been performed for the two possible lot numbers are 24066906 and 24045598 provided by the customer. A device history record review for material#: mz1000-07 and lot#: 24066906 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material#: mz1000-07 and lot#: 24045598 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.